Event description:
It was reported that this cardiac resynchronization therapy defibrillator (CRT-D) was part of a system revision due to infection and erosion. Reportedly, the patient experienced discomfort, pain, edema, inflammation, swelling and fluid discharge. There were no additional adverse patient effects reported. The CRT-D was explanted.